Event description:
It was reported that the patient experienced low blood pressure and syncope. The atrial lead exhibited noise causing inhibition and inappropriate mode switch. The noise was reproduced with arm movements and in both configurations. The noise could not be programmed around. No additional information was available.